Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller experienced exposure to thermal energy, which caused a battery failure and power problem. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that their omnipod controller was hot and upon observation, it was noticed that the cord, adapter and charging port had melted. The malfunction of the device caused a battery failure and prevented the device from powering on successfully.

Manufacturer narrative:
The returned device was evaluated and in the case description, the customer is reporting that the op5 controller got hot and that inspection of the cord, adapter, and controller found them to be melted. Visual inspection of the returned adapter, charging cord, and controller was completed during investigation. No damages were observed to the returned adapter. Damage was observed around and inside usb-c end of the charging cord. Damage was observed to the charging port of the controller, with the surrounding plastic showing signs of being melted. The internal charging port was also observed to be damaged.correction to d(4): lot number changed from unavailable to h000463. Sequence number changed from unavailable to (B)(4). Unique identifier (UDI) # changed to (B)(4).

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated.correction to d2b - procode changed from unavailable to qfg. Correction to h(6) - investigation findings imdrf code change from c0207 to c1101 and investigation conclusions imdrf code change from d02 to d16.